Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider via a device manufacturer representative indicated important patient information. No further complications have been reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving baclofen via an implanted pump. On (B)(6)2020 it was reported that the patient had an MRI at 7:45 am that was not due to any suspected issue with the pump or the patient's therapy. The pump was not interrogated until 10 am. A motor stall message displayed, but the recovery message had not. The hcp interrogated the pump a second time a few hours later at 2:15 pm and the stall recovery message still had not displayed. The reporter was unaware if the pump was ever audibly alarming. Additional information was received on 19-jun-2020 at approximately 4:15 pm at which time it was reviewed how to check the logs with the clinician programmer. During the call, the hcp interrogated the pump and confirmed a motor stall recovery message. No patient symptoms/complications were reported. No further complications were reported/anticipated.